Event description:
During an arthroscopic tissue repair, the physician was reportedly utilizing a speedstitch suturing device and cartridge. While engaging the needle and placing the suture, the suture cartridge popped out of handle. The physician made multiple attempts to place the sutures until, ultimately, the labrum became tattered. The procedure was completed; however the physician was forced to complete the procedure with fewer anchors than he had desired. Although no patient complications were reported, the incident resulted in a 45-minute surgical delay.

Manufacturer narrative:
The patient's age, gender and weight were requested but not received.